Event description:
It was reported that the shaft was broken. During preparation, a 12mm x 3.00mm nc quantum apex mr balloon catheter was noted to have a shaft break upon removal from the packaging. The device was not used and no patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: there was contrast in the inflation lumen and blood in the wire lumen. The balloon was tightly folded. There were multiple hypotube kinks. The hypotube was completely separated 87cm from the hub. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. There was no evidence that the confirmed damage was attributable to any product quality deficiencies. Although it was reported that the device was not used, the presence of blood and contrast media in the guidewire lumen is indicative of handling beyond simply unpackaging the device, as was reported. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that the shaft was broken. During preparation, a 12mm x 3.00mm nc quantum apex mr balloon catheter was noted to have a shaft break upon removal from the packaging. The device was not used and no patient complications were reported.

Manufacturer narrative:
(B)(4).